Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve surgery, the device produced an incomplete staple line proximally. The surgeon opened another load to finish the surgery. There was no patient injury.